Event description:
Customer reported receiving a button error alarm on the insulin pump. Customer removed the battery, then replaced it and received a battery out limit. Customer also stated that the insulin pump's backlight would not turn off and the screen had black streaking across it. Customer stated that the insulin pump may have been exposed to pool water. Blood glucose level was 185 mg/dl at the time of the call. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.